Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was revised due to infection and loosening of tibial prosthesis.

Manufacturer narrative:
X rays were evaluated and the reported event was confirmed. X-ray review by a radiologist made the following observations; radiolucency¿s are present at the tibial implant, the radiolucent zone is especially wide at the tip of the tibial peg, and there is radiolucency at the femoral component bone interface. There is a paucity of cement at femoral and tibial component bone interfaces. Bone quality appears grossly normal. Tibial component malalignment is demonstrated with excessive posterior slope (approximately 9°) and mild (2-3°) varus. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.